Manufacturer narrative:
Continued: e.1. Phone number: (B)(6), fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "device rupture". Later, healthcare professional reported "probable intracapsular rupture, right", then confirmed the rupture and reported "capsulectomy". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "device rupture". Later, healthcare professional reported "probable intracapsular rupture, right" , then confirmed the rupture and reported "capsulectomy". This record is for the right side. The device has been explanted.